Event description:
It was reported that elevated shock impedances were noted on this right ventricular (rv) lead. Technical services (ts) reviewed the reports noted that shock impedances were high and reached out of range. The first delivered shock showed appropriate conversion; however, ts was unable to definitively confirm the effectiveness of the second delivered shock episode. The associated right ventricular (rv) lead was noted to have been implanted for approximately 20 years, and the impedances decreased immediately following each shock delivery before increasing again. Ts recommended troubleshooting actions. The lead remains in use. No adverse patient effects were reported.

Event description:
It was reported that elevated shock impedances were noted on this right ventricular (rv) lead. Technical services (ts) reviewed the reports noted that shock impedances were high and reached out of range. The first delivered shock showed appropriate conversion; however, ts was unable to definitively confirm the effectiveness of the second delivered shock episode. The associated right ventricular (rv) lead was noted to have been implanted for approximately 20 years, and the impedances decreased immediately following each shock delivery before increasing again. Ts recommended troubleshooting actions. The lead remains in use. No adverse patient effects were reported. Additional information received indicates that a defibrillation threshold (dft) test was performed. The shock impedance was within range. The lead remains in use. No additional adverse patient effects were reported.

Event description:
It was reported that elevated shock impedances were noted on this right ventricular (rv) lead. Technical services (ts) reviewed the reports noted that shock impedances were high and reached out of range. The first delivered shock showed appropriate conversion; however, ts was unable to definitively confirm the effectiveness of the second delivered shock episode. The associated right ventricular (rv) lead was noted to have been implanted for approximately 20 years, and the impedances decreased immediately following each shock delivery before increasing again. Ts recommended troubleshooting actions. The lead remains in use. No adverse patient effects were reported. Additional information received indicates that a defibrillation threshold (dft) test was performed. The shock impedance was within range. The lead remains in use. No additional adverse patient effects were reported. Additional information noted that the lead's replacement was postponed due to non-vascular access. The lead remains in use. No additional adverse patient effects were reported.

Event description:
It was reported that elevated shock impedances were noted on this right ventricular (rv) lead. Technical services (ts) reviewed the reports noted that shock impedances were high and reached out of range. The first delivered shock showed appropriate conversion; however, ts was unable to definitively confirm the effectiveness of the second delivered shock episode. The associated right ventricular (rv) lead was noted to have been implanted for approximately 20 years, and the impedances decreased immediately following each shock delivery before increasing again. Ts recommended troubleshooting actions. The lead remains in use. No adverse patient effects were reported. Additional information received indicates that a defibrillation threshold (dft) test was performed. The shock impedance was within range. The lead remains in use. No additional adverse patient effects were reported. Additional information noted that the lead's replacement was postponed due to non-vascular access. The lead remains in use. No additional adverse patient effects were reported. Additional information received indicates that the lead was explanted. No additional adverse patient effects were reported. Additional information received indicates that the lead could not be completely removed as the lead was stuck to the patient's heart. The lead was cut, and a plug was inserted. The device was also explanted. The new device and lead were implanted on the right side. No additional adverse patient effects were reported.

Event description:
It was reported that elevated shock impedances were noted on this right ventricular (rv) lead. Technical services (ts) reviewed the reports noted that shock impedances were high and reached out of range. The first delivered shock showed appropriate conversion; however, ts was unable to definitively confirm the effectiveness of the second delivered shock episode. The associated right ventricular (rv) lead was noted to have been implanted for approximately 20 years, and the impedances decreased immediately following each shock delivery before increasing again. Ts recommended troubleshooting actions. The lead remains in use. No adverse patient effects were reported. Additional information received indicates that a defibrillation threshold (dft) test was performed. The shock impedance was within range. The lead remains in use. No additional adverse patient effects were reported. Additional information noted that the lead's replacement was postponed due to non-vascular access. The lead remains in use. No additional adverse patient effects were reported. Additional information received indicates that the lead was explanted. No additional adverse patient effects were reported.